Manufacturer narrative:
D4: unique identifier (UDI) # / h4: the serial number was not specified; therefore, serial number and manufacturing date could not be provided. G1: device manufacturer address (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump underinfused during patient infusion. The total volume was 4.1 ml; however, the pump started beeping and indicated the infusion completed with 0.8 ml of medication remaining in the syringe. The nurse reprogrammed the pump to give a flush of 1.6ml (0.8ml of medication and 0.8ml of normal saline flush); however, the pump stated there was 0.8ml of medication left in the syringe. The nurse programmed two separate flushes of 0.8ml to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.